Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement and displacement tests. No low battery alarms or unexpected battery power loss alarms noted during testing. The pump functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customers blood glucose level was unknown at the time of incident. The customer states the battery was not previously used and also the battery cap is not loose, cracked or damaged. The customer was advised the pump will need to be replaced and they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.